Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi operation. A device software download was performed successfully.